Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. However, physical damage was found in the air/water (a/w) supply cylinder where the foreign material remained, no damage was found in the a/w supply channel. It is likely that mechanical stress caused the adhesive around the light guide lens to peel off, allowing moisture to enter. A definitive root cause could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device. Should additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope exhibited humidity inside the light guide lens and a white foreign material in the air/water tube and cylinder. There were no reports of patient involvement.